Event description:
Patient underwent ventral hernia repair on (B)(6) 2011. It was reported to lifecell that the 25x40 cm device tore during the procedure. A similar device was utilized to repair the tear during the procedure. An additional similar device was also utilized for the ventral hernia repair. The patient's condition was stable at the time of this report.

Manufacturer narrative:
Method of evaluation: review of the device history records. Query of lifecell complaint system for any issues or other complaints reported against devices distributed from lot s10901. Results of evaluation: review of the device history records resulted in no remarkable findings. Results of tensile test and suture retention test were acceptable. As of (B)(4) 2011, 104 devices from lot s10901 were distributed with no issues or other complaints reported to lifecell against this lot. Internal investigation concluded that the device met qc release criteria at the time of release, including mechanical testing. Based on the information received, a malfunction occurred which resulted in prolonged procedure with no serious injury reported. However, risk of serious injury occurring if the event were to recur is not remote. Device was not returned to lifecell.